Manufacturer narrative:
The ge service representative conducted an on site investigation. The battery was checked. The system was tested and operates as intended.

Event description:
The customer reported that the system displayed a pre-charge error message. No patient injury was reported.